Event description:
On (B)(6) 2012, nurse practitioner reported that pt is having an allergic "spitting" suture reaction to vicryl suture, used (B)(6) 2012, for pt's appendectomy surgery. On (B)(6) 2012, pt also experienced pain equal to surgery pain, and required antibiotics and add'l pain medication for infection at suture sights. Pt's activities are still limited with pt being more active just one week after surgery before sutures were dissolving.